Event description:
It was reported that the pulse generator exhibited backup vvi. Battery data from february 2009 showed a battery voltage of 2.73 v, current of 10 ua, and cell impedance of 6.7 kohms with an estimated remaining longevity of 1.25 to 1.50 years. The patient was pacemaker dependent. Due to the high cell impedance, a software download was not attempted. The device was replaced due to unresolved backup vvi status.

Manufacturer narrative:
Final analysis found that multiple flipped bits caused the pulse generator to revert to backup vvi mode. After download, the device exhibited normal characteristics.